Event description:
It was reported that the patient was hospitalized for hypoglycemia while using the aviva system. At approximately 8:00 a.m. On (B)(6) 2018, the patient received a blood glucose result of 99 mg/dl. The patient was experiencing low blood symptoms and he didn't self-treat based on the blood glucose result. An hour later, the patient became incoherent but remained conscious. The patient's wife contacted the paramedics and they arrived within the same hour. The paramedics treated the patient with an unknown IV. The blood glucose result was in the "30's mg/dl" when he arrived at the hospital. It is unknown if the blood glucose result was taken from the paramedic's meter or the hospital's meter. The patient was treated for hypoglycemia with a chicken and turkey sandwich at the hospital. He received orange juice, apple juice, and apple sauce at separate times as well. The patient was in the emergency room from "9:00 a.m. Or 10:00 a.m." To 4:30 p.m. Return of the suspect device was requested for evaluation.